Manufacturer narrative:
(B)(4). A new sgc ((B)(4)) was used and the same cds was advanced. As the cds was about to exit the sgc, air was noted in the hemostasis valve. It was noted that the hemostasis valve housing was filling with blood due to the patient's left atrium pressures and that air was noted coming from the clip introducer/connection sleeve shaft and into the sgc hemostasis valve. The cds was removed. The same second sgc ((B)(4)) was used and two mitraclips were successfully implanted, reducing the mitral regurgitation from grade 4 to grade 2. There was no adverse patient effect and no clinically significant delay. No additional information was provided. The clip delivery system has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The two steerable guide catheters referenced are being filed under separate medwatch report numbers.

Event description:
This event is filed for air noted in the clip introducer of the first clip delivery system (cds 50821u107), requiring aspiration to prevent potential air embolism. It was reported that the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter ((B)(4)) and clip delivery system (cds 50821u107), were prepared for use per instructions for use and no issues were noted. The transseptal puncture was performed per routine procedure. The sgc was advanced to position in the left atrium. The guide wire and dilator were removed. No air was noted in the hemostasis valve housing. The hemostasis valve was flushed with heparinized saline as the clip introducer was advanced. When the cds was about to exit the tip of the sgc, air was noted in the hemostasis valve housing of the sgc. Air aspiration was performed in an attempt to remove the air, but it was not possible. The cds was retracted under suction and the air was successfully removed. The cds was inserted again and air was noted again in the hemostasis valve housing as the clip exited the tip of the sgc. The cds was retracted under suction.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed via returned device analysis. The investigation concluded that the reported clip delivery system (cds) leak was related to an observed tear in the silicone valve; however, a definitive cause for the tear could not be determined. A review of the lot history record identified no manufacturing nonconformities issued. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In regards to the user error associated with this incident, per the mitraclip instructions for use (IFU) warns do not re-use the cds after removal. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip. In this case, the cds was inserted into the first sgc until it was about to exit the distal tip of the steerable guide catheter (sgc) and then the same cds was re-inserted into another sgc. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.